Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml 31ga 6mm 10 bag 500 sla cannula pieces through the shield. The following information was provided by the initial reporter: customer reported that one of the syringes had the needle transfixed in the orange protective cap and another was without the needle (in this second case, she saw that the syringe was without a needle as soon as she removed the orange protective cap). Both in the same package. Customer uses the bd ultra-fine syringe to apply gh hormone to their child. There was no damage to health or accidental perforation. Customer requested product replacement.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 9098959. Customer states that the syringe was without the needle. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Furthermore, the presence of the small indentation displayed in the adhesive of the hub area, created by the cannula shaft further attests to the severe bending that possibly occurred during the shielding process. A review of the device history record was completed for batch # 9098959. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. There were no quality notifications or logbook entries made during the production of this batch that pertained to these defects. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml 31ga 6mm 10 bag 500 sla cannula pieces through the shield. The following information was provided by the initial reporter: customer reported that one of the syringes had the needle transfixed in the orange protective cap and another was without the needle (in this second case, she saw that the syringe was without a needle as soon as she removed the orange protective cap). Both in the same package. Customer uses the bd ultra-fine syringe to apply gh hormone to their child. There was no damage to health or accidental perforation. Customer requested product replacement.